Event description:
It was reported that the right atrial (ra) lead dislodged from the endocardium sometime after implant due to patient anatomy. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis indicated there were no anomalies found. It was noted that the ring electrode was pulled out/off , the proximal conductor had blood/body fluid (not obstructed), and there was apparent explant damaged visually noted.